Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that results had been reported out that should not have been. After the tsc specialist assisted with troubleshooting, the customer called back to report that a copy of the run screen had been found, and the results had been flagged by the instrument. The operator's manual for advia 2120 instruments states that the instrument alerts the operator to questionable results through sample or system flags. The cause of the discordant hgb and hct results being reported out is user error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low hemoglobin (hgb) result and a discordant, falsely elevated hematocrit (hct) result were obtained on a patient sample on an advia 2120 instrument. The discordant results were reported to the physician(s). The results had been flagged by the instrument and were released in error, so the laboratory operator reran the sample once on the same instrument and once on an alternate instrument. The corrected results were reported to the physician(s). There had not been any patient intervention by the time the physician(s) received the corrected reports. There are no known reports of patient intervention or adverse health consequences due to the discordant hgb and hct results.